Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the subject pacemaker was implanted in a paediatric patient with epicardial leads. It was programmed to vvir mode at 95min-1 to suppress underlying nodal rhythm. Whist on external monitor and on programmer files: rate would fall to 88min-1. The device was explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject pacemaker was implanted in a pediatric patient with epicardial leads. It was programmed to vvir mode at 95min-1 to suppress underlying nodal rhythm. Whist on external monitor and on programmer files: rate would fall to 88min-1. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, the subject pacemaker was implanted in a paediatric patient with epicardial leads. It was programmed to vvir mode at 95min-1 to suppress underlying nodal rhythm. Whist on external monitor and on programmer files: rate would fall to 88min-1. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the subject pacemaker was implanted in a paediatric patient with epicardial leads. It was programmed to vvir mode at 95min-1 to suppress underlying nodal rhythm. Whist on external monitor and on programmer files: rate would fall to 88min-1. The device was explanted and will be returned for analysis.